Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the patient undergo any preoperative radiation or chemotherapy? What was the anatomical location of device when issue occurred? Was there any tissue trauma? What is the or room staff¿s experience with device? Was the cartridge retaining cap left in place during loading process? What color cartridges were used throughout procedure? Please provide product code. Was the hartman¿s procedure planned or due to difficulties experienced with device? Was the patient¿s care altered in any way specifically related to device issues? What is the current patient status?

Event description:
It was reported that the stapler would not fire for the third firing during low anterior resection. They had to open another echelon. The patient ended up having a hartman¿s but this is unclear if it was due to the device.